Event description:
It was reported that during the implant procedure, the left ventricular lead dissected the coronary sinus. The lead was repositioned successfully and secured into the proximal anterior and ventricular vein. The patient tolerated the procedure well and was in stable condition. The lead was explanted and replaced on (B)(6) 2014 during an unrelated issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No intervention was required. Device evaluation anticipated, but not yet begun.